Event description:
There was no patient involved in this event. The device malfunctioned because it issued a low battery warning. A device in this fault mode if left undetected could result in failure of the device to perform as intended if required.